Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of ventricular signals on the atrial channel. Technical services (ts) reviewed device data and found two distinct morphologies after the ventricular signals. Ts recommended reprogramming options for therapy optimization. This crt-d remains in service. No adverse patient effects were reported.